Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated was confirmed. Photo provided by the customer observed that the tubing was separated from the drip chamber outlet port. The root cause of this failure was not identified as no product was returned. Device history record for model 72213n lot 20013050 shows that the set was manufactured on 24 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported that the secondary tubing set separated under the drip chamber while priming with normal saline in the pharmacy. There was no patient involvement.

Manufacturer narrative:
No product will be returned per customer because the product was discarded.

Event description:
It was reported that the secondary tubing set separated under the drip chamber while priming with normal saline in the pharmacy. There was no patient involvement.